Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2017 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2017, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the emr procedure was high-grade dysplasia (hgd) in focal lesion and early esophageal adenocarcinoma (eac). The patient required discontinuation of anticoagulant therapy. On (B)(6) 2017, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 35 cm from the dental arch at 12 o¿clock. The estimated diameter of the lesion was 12 mm with a maximum circumferential extent of 30%. The lesion appeared superficial shallow, depressed (0-iic). After lesion delineation, but prior to resection, endoscopic imaging was performed. One resection was performed; however, endoscopic imaging was not performed immediately after lesion resection. Lifting was also not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare. Optical tools and eus, vle; hemostatic clips were used for tissue sampling/evaluation. During the procedure, on (B)(6) 2017, an esophageal perforation was noted and the perforation was closed with clips. The perforation was considered serious and severe. The patient was treated with hydromorphone/dilaudid, zosyn, fluconazole, and pantoprazole. The physician reported CT and swallow study will be performed prior to discharge. On (B)(6) 2017, the patient was discharged, the patient is stable with no mediastinitis and the event was reported to be resolving or recovering. Additional information received on march 14, 2017: the perforation was partially closed and a nasogastric tube (ngt) was placed for esophageal suctioning. Percutaneous endoscopic gastrostomy (peg) was placed and the ngt was then removed. The patient experienced pleural effusions secondary to esophageal perforation. The patient responded well to thoracentesis, as well as, diuresis and was also treated with augmentin.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is under clinical study and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2017 as part of the (B)(6) clinical trial. On (B)(6) 2017, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the emr procedure was high-grade dysplasia (hgd) in focal lesion and early esophageal adenocarcinoma (eac). The patient required discontinuation of anticoagulant therapy. On (B)(6) 2017, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 35 cm from the dental arch at 12 o¿clock. The estimated diameter of the lesion was 12 mm with a maximum circumferential extent of 30%. The lesion appeared superficial shallow, depressed (0-iic). After lesion delineation, but prior to resection, endoscopic imaging was performed. One resection was performed; however, endoscopic imaging was not performed immediately after lesion resection. Lifting was also not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare. Optical tools and eus, vle; hemostatic clips were used for tissue sampling/evaluation. During the procedure, on (B)(6) 2017, an esophageal perforation was noted and the perforation was closed with clips. The perforation was considered serious and severe. The patient was treated with hydromorphone/dilaudid, zosyn, fluconazole, and pantoprazole. The physician reported CT and swallow study will be performed prior to discharge. On (B)(6) 2017, the patient was discharged, the patient is stable with no mediastinitis and the event was reported to be resolving or recovering.